Manufacturer narrative:
(B)(4). Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this defibrillator was explanted due to non-conversion of vt or vf. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this defibrillator was explanted due to non-conversion of vt or vf. No additional adverse patient effects were reported.